Event description:
The event is reported as: complaint alleges that the comfort flo has come disconnected where the circuit attaches to the adapter at the top of concha column and supplemental oxygen was not being delivered as prescribed. Complaint states that the disconnection was discovered quickly and no harm was caused to pt.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.